Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test: normal measurement: 9984.0 micro amp (low limit: 4.0 high limit: 300.0); fault norm measurement: 9984.0 micro amp (low limit: 4.0 high limit: 500.0); fault rev measurement: 9984.0 micro amp (low limit: 4.0 high limit: 500.0). Open resistance reading from ground to the alternating current (ac) input terminal at the pump assembly went to infinite resistance when pump assembly was disconnected. Continuity on the pump assembly was very low indicating a short in the pump assembly. Assignable cause for the rite failure of earth leakage failure: shorted pump assembly. The device will be scrapped.